Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient's sample was collected (B)(6) 2021 at 4:34pm. The patient's sample was received in the testing lab on (B)(6) 2021 at 6:22pm and resulted on (B)(6) 2021 at 12:45pm in a viral CT value of 33.0, which falls in the positive range. No corrections were made to this test report upon release to the patient. Per the clinical lab's investigation, testing for the patient's sample began on (B)(6) 2021 at 6:37am on plate-(B)(4), position c4. Results for this test were released to the patient on (B)(6) 2021 at 12:44pm as positive. Plate-(B)(4) contained no empty wells and nine positive samples. Importantly, one well located near the patient's sample in position b3 was positive with a viral CT value of 12. The reporting sop version active during the time ((B)(4)) did not contain clear methods as to when to repeat samples that are near highly positive samples on a plate. However, this was rectified in the updated version (B)(4). Per the clinical lab scientists, highly positive samples with a viral CT value below 20 tend to spread to neighboring wells causing contamination. For this reason, curative believes this event to be a true false positive claim due to potential contamination. Plate-(B)(4) was created using the manual plating method (sop (B)(4)), extracted using the kingfisher method (sop (B)(4)) and associated reagents (lot # wash:18293100 lysis:18670200 elution:201712 bbd:18507300 tip: p29230), and manually prepared for qpcr using a mastermix from batch 69. Moreover, the reagents used to test the patient's sample were in specification, not expired, and passed qc. In conclusion, the investigation shows that there may have been contamination to the patient's sample which could have resulted in a false positive result.

Event description:
On (B)(6) 2021, a patient called in claiming to have received a false positive. The patient also claimed to have received a negative result from curative as well as two negatives from a non-curative test around the same time.